Manufacturer narrative:
(B)(4). This complaint is for a report of a system error 2240 alarm. Complaint is confirmed and the assignable cause is patient disconnected from transfer set without following proper emergency disconnect procedure. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4) and (B)(4).

Event description:
This is an international report of a customer that reported a system error 2240 alarm in drain 4 of 4. The technical service representative (tsr) explained the alarm and advised to close the clamps and cycle the power to clear the alarm. There was patient involvement but no patient injury or intervention indicated at the time of initial report.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.